Manufacturer narrative:
H10: the actual devices were not available; however, fourteen (14) retained samples were evaluated. A visual inspection was performed with no issues noted. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicap pouches were damaged; further described as ¿over pouch is collapsed and the aluminum is wrinkled¿ and "aluminum of the minicap are crushed and wrinkled". This was observed prior to use of the devices for peritoneal dialysis therapy. The was no damage to the shipping box. There was no report of patient injury or medical intervention associated with this event. No additional information is available.